Manufacturer narrative:
The device was not available to return for evaluation. A review of the lot device history records was performed and concludes that the product was manufactured, packaged and released according to global and plant product specifications. Medical documentation has been requested. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optician reported that consumer has a corneal ulcer and is under medical treatment in the hospital. He states the patient's visual performance is at 10%. Upon follow-up with the patient, she reported having discomfort, swelling and a white dot on her eye. Patient states she was admitted to hospital and was treated with cortisone and antibiotics. She claims she has a scar that will be permanent.